Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (klebsiella pneumoniae) was misidentified as salmonella enterica subsp. Enterica serovar gallinarum. Confirmatory testing was performed with a reference laboratory. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (klebsiella pneumoniae) was misidentified as salmonella enterica subsp. Enterica serovar gallinarum. Confirmatory testing was performed with a reference laboratory. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary - this complaint is for misidentification of klebsiella pneumoniae as salmonella enterica subsp. Enterica serovar gallinarum when using phoenix panel nid (catalog number 448007), batch number 4254922. The customer did not return panels or isolates but provided phoenix generated lab reports for this investigation. To investigate, retention panels of the complaint batch were tested using in house isolates k. Pneumoniae 10997, k. Pneumoniae 16438 and k. Pneumoniae 11001 on a phoenix m50 instrument and evaluated for identification results. Also, a control panel from the same material but a different batch number were tested using in house isolate k. Pneumoniae 11001 on a phoenix m50 instrument and evaluated for identification results. All panels tested returned the correct identification. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.